Event description:
It was reported that a home patient (hp) received a high drain 108 alarm on the homechoice (hc) machine after use. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The technical service representative (tsr) reviewed the hp?s therapy and noticed that the fill volume was 1500 ml and the total ultra filtration volume was 1792 ml. The hp stated that when the yellow bags were used during therapy, the ultra filtration volume would be 800 ml ? 1300 ml. The tsr advised the registered nurse to review the total ultra filtration volume. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The report source of foreign does not apply as this report is from the united states. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty, and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should any additional relevant information become available, a supplemental report will be submitted.